Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log found no evidence to support an over infusion issue. The device was sent for flow testing and found to deliver within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused. A patient was receiving a 50 ml bag of hydromorphone at a rate of 1.3 ml/hr into a subcutaneous port. After 40 hours, the volume to be infused completed and the nurse changed the bag to hang a new 50 ml bag of hydromorphone and continue the infusion at a rate of 1.3 ml/hr. The nurse returned to the pump 4 hours later and noticed that the bag was empty. The assumption was that the pump infused the full 50 ml bag in 4 hours instead of closer to 40 hours as it would be at a rate of 1.3 ml/hr. The log also showed that the rate continued at 1.3 ml/hr and that the volume given corresponds with a rate of 1.3 ml/hr over 4 hours rather than the total 50 ml. The event occurred in the medicine unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.